Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg became inoperable. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced on (B)(6) 2016. No further information regarding the explanted device was made available to the manufacturer.